Event description:
It was reported that the procedure was to treat an 85% stenosed lesion in the mid left anterior descending (lad) artery. During unpackaging of the balanced middle weight (bmw) guide wire, the tip was noted to be wrinkled; thus the guide wire was not used and a new bmw guide wire was used. An unspecified stent implant was deployed. The 3.0x15mm nc trek balloon dilatation catheter (bdc) was unpackaged with no resistance noted during removal of the protective sheath. The nc trek bdc was prepped before use with no issue or leak noted during preparation. The nc trek bdc was advanced to the target lesion without reported issue for post-dilatation; however, the balloon ruptured at 15 atmospheres (atm) and the bdc was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Another nc trek bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.